Manufacturer narrative:
(B)(4). Estimated date of occurrence (reported as occurred either on friday, (B)(6) 2012, or over the weekend). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was not confirmed. The device components (plunger, needle tip, suture and cuffs) generally associated with this type of event were not returned for evaluation. The analysis of the returned components (body handle, lever, guides, foot and sheath) were found normal and undamaged. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.